Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with a mentor smooth round moderate plus profile 275cc saline prosthesis. Left sided deflation was observed on (B)(6) 2018. This information was made available to mentor on (B)(4) 2018 and reported under 1645337-2018-04104 on 7/6/2018. Additional information was received on 5/29/2019. In addition to the left sided deflation,bilateral pseudoptosis and right sided deflation of a 275cc unknown mentor saline prosthesis was also present. The devices were explanted without replacement. This report relates to the right sided prosthesis.